Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loose tibia component at the cement to implant interface. Femur and tibia were removed and replaced with revision components. Patella implant was left in place. Doi: unknown; dor: (B)(6) 2017; right knee.